Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The site had a post-processed analyze dataset which they wanted to import into the navigation system for an upcoming surgery. Even after back-checking with the radiology department which created the files the import failed. Different parameters of the software package were tested to find the right export setting which results in a successful import of the images into the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system failed "nifti/analyze data format import of the spm dataset". For a cranial surgery, the health care professional used the spm 12 to enhance the contrast of a brain structure and exported the dataset according to the manual medtronic published in 2007. The exported data was in the analyzed format. Importing the dataset failed on the navigation planning station. The dataset could be imported after exporting it in "nifti" format but the image did not resemble the actual dataset (only white noise like structure). There is no resolution so far for the reported issue. The site is waiting for new guidelines on how to export such datasets since it was working with the older navigation system. No patient was present at the time of the event. Additional information was received stating that the manufacturer representative noticed the issue. I was contacted by a health care professional to help him import external pictures from the radiology department previous to a planned surgery. The pictures were postprocessed MRI exams which enhance the point of interest for the surgery. Therefore the surgeon would have needed the pictures for a better navigation outcome. The issue did not occur during a procedure. The meeting was previous to a planned surgery to see if the pictures could be used for the surgery. The surgery needed to be postponed due to covid unrelated to the picture import. Additional information received stating that after technical services looked in the manual, they found that the analyze format was the predecessor to nifti. They exported the nifti file compressed and uncompressed. The compressed file would not appear in a search on the navigation system at all. The uncompressed file was able to be downloaded through nifti and appeared normal on the navigation system. The site was able to change the parameters in the scan to display the nifti image normally (no "static" look in the brain). The manufacturer representative is going to work with the site to identify the parameters that were changed in order to view the image properly. Additional information was received stating that after the manufacturer representative experimented with the exports on the third party software, they found that when exporting the nifti files as 16 <(>&<)> 32 bit signed would give us the static looking images they were initially getting. When exporting with the 32 bit float option they would get normal images. Additional information was received stating that in the software the imcalc tool was used by the site to merge an roi with an anatomical scan. Only export of the files as nifti format with a datatype of float 32bit was leading to a successful import on the navigation system. The suggested signed 16bit lead to image artifacts.

Manufacturer narrative:
H3) a software analysis was initiated. The issue was noted to be caused by a software issue that is tracked in an internal data base. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.